Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The defvice has been returned, but not yet evaluated. Further ino will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that 2 or 3 buttons on the insulin pump are sticking. Customer does not know his blood glucose level at the time of the incident. Customer stated that when the buttons function at times but the numbers will keep scrolling on the screen. Last blood glucose value was 39 mg/dl; he was low and was able to bring it back up to 131 mg/dl. Customer stated that the insulin pump is always on his hip. Customer also reported that there are a lot of scratches on the display screen. Nothing further reported.